Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported not being able to test their blood glucose level with their freestyle freedom meter. In addition, the customer stated experiencing symptoms of hypoglycemia such as loss of consciousness, diaphoresis, and being disoriented. As a result, the customer ate candy to relieve her symptoms and there was no third party medical intervention. There was no report of death or permanent impairment.